Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1880l was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during call date that might have triggered the complaint. The adapt tool reveals that pump error 53 alarm was found on 02/16/2024 at 06:59:49.000 hour. Traces do not cover time frame of the incident since e53 happened 02/16/2024 at 06:59:49.000 hour and event date noted is july 4, 2024, thus however, an additional pump error 53 was also recorded on (main error log). Per software engineering log pump error 53 (file=311 line=1596) was caused by memory corruption. Problem isolated to electronic assembly. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. No moisture damage was noted. Unit also received with pillowing keypad overlay and scratched case. In summary, customer concern for open book image is confirmed per visual inspection. Trigger of open book image is cause by pump error 53, per engineer software log is due to possible memory corruption. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.